Event description:
It was reported that the arctic sun device was not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). The complete initial reporter facility name is (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is: (B)(6). The complete initial reporter facility name is (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per follow up information received via mail on 10mar2025, unit was here at crawley technical services. It was on assigned assessment status. Repair was pending. Patient was not cooling as expected.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. The device was evaluated upon receipt. Faulty chiller. Chiller was replaced. Faulty mixing pump, faulty chiller pump, broken casters with brakes. Mixing pump, chiller pump, casters with brakes were replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. Caster has been tested and working in good condition. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per follow up information received via mail on 10mar2025, unit was here at crawley technical services. It was on assigned assessment status. Repair was pending. Patient was not cooling as expected. Per sample evaluation results received via task on 25mar2025, it was reported that there was a faulty mixing pump, faulty chiller pump and broken casters with brakes.